Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the parent's noted that the child was not having access to sound with the device since the past 10 days, and that this was associated with a head trauma. The re-implantation will follow on (B)(6) 2014.